Event description:
Additional information was received that the failure to program event was alleged to be due to normal battery depletion to an end of service condition. No known surgical interventions have been performed to date.

Event description:
Clinic notes dated (B)(6) 2105 note that the patient was told the vns was not working. It was noted that the device was interrogated and no response was received. Attempts to obtain additional relevant information have been unsuccessful to date. The patient was referred for generator replacement. No known surgical interventions have been performed to date.